Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer contacted baxter global technical service (gts) regarding a request to end therapy that occurred while using the home choice (hc) during dwell 3 of 6. The home patient (hp) stated that their pd catheter had a leak. The baxter technical service representative (tsr) assisted in ending therapy as requested. The hp would call their registered nurse (rn) right away. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported. The writer contacted the registered nurse (rn) on (B)(6) 2013. The rn stated that the manufacturer of the catheter was kendall quentin. The rn gave consent to be contacted by the vendor. There was no injury or medical intervention reported.